Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Investigation results: no product and no lot# available. No investigation or DHR review can be done. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that protaper next nitifile x1 21mm file broke during use. The broken part was not retrieved. No injury.

Manufacturer narrative:
No product and no lot# available. No investigation or DHR review can be done.